Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient had been on arctic sun device since noon yesterday. Device did not seem to be warming patient currently. Patient temperature (pt) had dropped, not had any alerts or alarms. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 36c, water temperature (wt) was 19.2c, while speaking with nurse device alerted 113 (reduced water temperature control). System diagnostics were, outlet monitor temperature (t1) was 13.7c, outlet control temperature (t2) was 19.4c , inlet temperature (t3) was 19.6c, chiller temperature (t4) was 14.4c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 82%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 5, system hours were 594.4, pump hours were 518.7. Walked through stopping therapy, empty pads and draining 16 ounces of water from right drain port. Called back 20 minutes later and water temperature (wt) was 40.2c.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that the patient had been on arctic sun device since noon yesterday. Device did not seem to be warming patient currently. Patient temperature (pt) had dropped, not had any alerts or alarms. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 36c, water temperature (wt) was 19.2c, while speaking with nurse device alerted 113 (reduced water temperature control). System diagnostics were, outlet monitor temperature (t1) was 13.7c, outlet control temperature (t2) was 19.4c , inlet temperature (t3) was 19.6c, chiller temperature (t4) was 14.4c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 82%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 5, system hours were 594.4, pump hours were 518.7. Walked through stopping therapy, empty pads and draining 16 ounces of water from right drain port. Called back 20 minutes later and water temperature (wt) was 40.2c.